Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute onyx drug eluting stents were implanted; one in the lad and the other in the cx. Following day, patient suffered myocardial infarction. Cec adjudicated a non q-wave mi of the target vessel, medtronic extended historical peri-pci and 3rd udmi peri-pci and commented loss of side branch. Sponsor assessed event is not related to device or anti platelet medication.